Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech found the brake caster swivels were failing on all of the casters. The tech replaced the four casters to repair the stretcher.